Event description:
A doctor contacted animas customer support to report that in the beginning of (B)(6) the patient was hospitalized for diabetic ketoacidosis. A specific date of the hospitalization was not given, and there were no blood glucose values reported. There is no additional information available at this time. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.